Event description:
It was reported that the right ventricular (rv) lead impedance measurement was high out of range with this pacemaker which triggered a lead safety switch (lss). The rv lead is a non-boston scientific product. Technical services (ts) analyzed device episode data and found evidence of minute ventilation (mv) noise and oversensing. In-clinic testing was recommended. The device was reprogrammed to unipolar pace and bipolar sense. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead impedance measurement was high out of range with this pacemaker which triggered a lead safety switch (lss). The rv lead is a non-boston scientific product. Technical services (ts) analyzed device episode data and found evidence of minute ventilation (mv) noise and oversensing. In-clinic testing was recommended. The device was reprogrammed to unipolar pace and bipolar sense. No adverse patient effects were reported. Currently, this pacemaker system remains in service.